Event description:
It was reported that the patient presented to the clinic reporting a steady alarm over the weekend of 03aug2024 while attached to the mobile power unit (mpu), while the patient was asymptomatic. There were no alarms upon device interrogation. Log files were submitted for review and did no capture any unusual events recorded over the weekend. A no external power event was recorded on 25june2024 at 5:44 while connected to mpu power which was likely caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a steady alarm while connected to the mobile power unit (mpu) was unable to be confirmed; however, the reported event of no external power alarms was confirmed via log file analysis. A system controller event log file was submitted for review and data from the reported event dates of 25jun2024 and 03aug2024 ¿ 04aug2024 was reviewed. On 25jun2024 at 5:44:32 and 5:44:34, while connected to the mpu, power cable disconnect, low battery hazard, and no external power alarms activated due to losses of alternating current (ac) power. The alarms resolved shortly after activating due to external power being restored. Pump operation was not affected. No notable alarms were observed on 03aug2024 ¿ 04aug2024. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ and heartmate ii instructions for use (doc #10006960, rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.